Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.98mm. The grips were not found to be cracked. Further inspection found thermal damage on the molded insulator. Additional observation not reported by site: the instrument was found to have a thermal damage on the molded insulator. Electrical continuity test was performed and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument was grasping tissue and bent. There was no reported injury.